Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels between 300-500 (mg/dl). A correction bolus was delivered to address bg levels. The supplies were changed to address occlusion alarms. Due to occlusions occurring in the past, troubleshooting could not be performed. Recommendation was made to consult with a health care provider to discuss diabetes management.